Event description:
Reporter indicated a vns pt was having increased seizures and that the vns generator is "depleted". The pt has been implanted for over 8 yrs. A battery estimate performed with available but incomplete programming history yielded approx 1.91 yrs of battery life remaining. Attempts for additional info regarding the seizures are in progress.